Event description:
It was reported that the patient was experiencing burning sensation. It was reviewed current impedance measurements were normal. The patient was seen a couple of days ago for a routine follow up. Patient noted shocking/zapping sensation especially when she was sitting down. When palpated with stimulation on at 2 and 7 o'clock, was able to reproduced "zapping" shocking sensation. They did not palpate with stimulation off. Denied any accident, fall or trauma. During the night, when the patient was moving around in bed, the device will zapp her and create a painful sensation. It was noted this was random occurance. Impedance have all shown normal limits. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v177510, implanted: (B)(6) 2009, product type: lead. (B)(4).